Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Late due to delay in receiving paperwork.

Event description:
It was reported that the patient noticed redness along the lateral incision along the device edge. He was then started on keflex but then developed blisters at the lateral incision. He was admitted to the hospital and the system was explanted.